Manufacturer narrative:
(B) (4). The device was received. Investigation is not completed. (B) (4). (B) (4).

Event description:
User facility mandatory medwatch reports received that stated: "a nurse was preparing to administer lorazepam IV via piggy back. When the medication was hung, it was immediately pulled back into the primary bag. The primary tubing has a back check valve that should prevent this from occurring." Prior to the receipt of the user facility mandatory medwatch reports, info was provided that indicated, backflow of fluid from the secondary tubing set into the primary tubing set. The primary tubing set was being used to deliver 1000ml of 5% dextrose and 0.45% sodium chloride with 20meq potassium chloride via a sigma pump. A secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of lorazepam. The primary solution container was hung below the secondary solution container. It was reported that while the nurse was preparing to administer the lorazepam, it was noted that the secondary solution was flowing into the primary tubing set. It was reported that the nurse shut off the flow of fluids. The tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.